Event description:
Customer reports that the pt received results of 76mg/dl and 197mg/dl within 7 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No valid qcs were used. Requested return of suspect device and replacement was sent.